Event description:
Additional information received from a healthcare provider reported that the patient&#38112;implantable neurostimulator (ins) had been removed in the last month, but the leads were still in place. The patient needed a lumbar scan MRI.

Manufacturer narrative:
Concomitant medical devices: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The health care professional reported that while reviewing guidelines for MRI with the patient, the patient noted the devices were not working. There was a suspected problem with the device/ therapy. The hcp was not aware that MRI was related to a problem with the device/ therapy. There were no symptoms reported. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional (hcp) initially reported that they did not see that the patient had an interstim, at least it was not recently or by them. There was no symptom improvement, the patient had other issues. The patient had other pathology/ voiding issues which were unrelated to the interstim so it was removed. It was noted that the patient requested removal of his device as he did not get any symptomatic relief with its use (none was expected given the patient's anatomical abnormalities).